Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse inspected the device and replaced the inspiratory pcb as precautionary action. The unit passed extended self-testing.